Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy. The patient was not hospitalized for this event. The cause of the peritonitis was unknown. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). As a sample was not returned, a device analysis cannot be completed. Should additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) gd893446 and gd893560 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.